Event description:
Initial result for a patient alt was 4 u/l and when repeated, the result was 70 u/l. The incorrect result was not used to guide patient therapy. The field service rep found the rinse mechanism was not dispensing adequately and repaired the instrument by adjusting the rinse mechanism.